Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle safety feature of the bd autoshield¿ duo safety pen needle failed. There was no report of injury or medical intervention.

Manufacturer narrative:
Correction: the initial MDR 215977, MFR. Report # 9616656-2017-00177, indicated an investigation would be reported. This complaint is in the incorrect division and should not have been filed. No additional information or investigation will be presented here.

Event description:
It was reported that the needle safety feature of the bd autoshield¿ duo safety pen needle failed. There was no report of injury or medical intervention.